Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including a low following a meal announcement at an elevated glucose and subsequent highs after treatment and delayed meal announcement; the episode involved hypoglycemia to 60 mg/dl and hyperglycemia to 309 mg/dl, with education provided on timely meal announcements and avoiding overtreatment of lows. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute sequelae. Outcomes included transient disruption of glycemic control without medical intervention or hospitalization, and the user returned to range. Investigation included complaint handling with user interview and troubleshooting education. Investigation of this case revealed use-related factors, including delayed meal announcements and excessive carbohydrate intake for low treatment, contributing to glucose excursions. It was concluded that device performance was consistent with design and that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.